Manufacturer narrative:
On 2019-apr-30 arjo was informed about an incident on arjo minstrel passive floor lift. It was indicated that the resident was being transferred in the sling from bed to the commode with assistance of two caregivers. When the resident was above the floor, she fell through the sling. In effect, bruising to the spine and hips and a bump to the back of the head was sustained. The lift involved in the event was a minstrel passive floor lift with the model number hma0001-UK and serial number (B)(6), manufactured in january 2010 by medibo medical products nv, belgium (former minstrel manufacturer). The sling was identified as arjo standard padded low back sling, model number mla3000. The label with information regarding serial number was unreadable, therefore the manufacturing date is unknown. The review of reportable complaints registered under minstrel brand name shown two other events related to resident's slipping out of sling. From our product knowledge in part gained from review of previous complaints as well as from simulation performed, there is very low likeliness of a person to slide out of the sling during on-label use. Based on the caregivers' statements: "all sling straps were attached properly and the only thing I can think it was possible for c. To have fallen in this way would be if her arms moved position to then be able to slip out of the sling." Passive loop sling instruction for use (04.sl.00-int1_3) contains the following information regarding proper positioning of the resident's arms: "make sure the resident's arms are(...) Placed outside the sling." From this evaluation, it would appear most likely that the event was caused by the user not following the IFU in the part of patient positioning, particularly keeping the resident's arms outside the sling during transfer. The device was used for the patient transfer and in that way played role in the incident. There was no indication of technical failure within the lift or the sling which might have contributed to the event. No serious injury was sustained; the complaint was decided to be reportable based on the potential of serious injury if the incident would to re-occur.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about an incident on arjo minstrel passive floor lift. It was indicated that the resident was being transferred in the sling from bed to the commode with assistance of two caregivers. When the resident was above the floor, she fell through the sling. In effect, the resident received bruising to her spine and hips and a bump to the back of her head. An ambulance took the resident to the hospital where examination and x-ray were performed; fortunately no serious injury was sustained.